Event description:
The ge oec 9800 fluoroscopy system displayed a filament regulator cal required. The collimator would close down uncommanded.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the generator calibration files did not appear. The calibration files were reloaded to correct the malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.